Event description:
Patient was undergoing a colonoscopy. Physician found a pedunculated polyp in the sigmoid colon, which he elected to disposable polypectomy snare. The physician reported hearing the distinctive alternating tones that indicate proper functioning of the device. After the polyp was resected, the remaining polyp stalk began to bleed. After approximately two (2) hours of coagulatants and bicap, the bleeding stopped. The patient was admitted and given two (2) units of blood. Patient was stable.